Event description:
The dermatology department of a hospital reports that mepilex xt dressing is too adhesive for epidermolysis bullosa (eb) patients, specifically those that are recessive dystrophic. During dressing changes, the dressing pulls at the skin and causes trauma and pain. Pain relief may be needed at dressing change. Furthermore, the dressing is leaking which requires frequent dressing changes.